Event description:
Itchy, red rash under entire dexcom g6 sensor patch area that prevents device from being worn for full 10 days. Rash lasts 7+ days after patch removal. FDA safety report ID# (B)(4).